Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2009. During the procedure, the surgeon could not aspirate the d5w out of the catheter while it was still in the uterus after the eight minute treatment phase. The catheter was removed with the d5w still inside of the balloon. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 04/24/2009. Could not remove fluid from balloon. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.